Manufacturer narrative:
Customer data review: result logs were reviewed. The runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The assay is performing as expected with correct interpretations. The customer stated that the sample were retested on a different platform to confirm the results. Two different platforms may have different sensitivity therefore, the results may not be 100% reproducible. A plate map analysis was unable to rule out the potential of an amp tray carryover risk. Two different platforms may have different sensitivity therefore, the results may not be 100% reproducible. Quality data review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 531285 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 531285 and its components. This CAPA review did not identify any existing internal issues or non-conformances related to the reported complaint for lot 530958 or component lot 5312851. Complaint history review: the complaint history review was performed to identify complaint tickets related to the reported issue for the alinity m sars-cov- 2 amp kit (list 09n78-095) lot 531285. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency was not identified by this review.

Event description:
The customer reported 9 false positive results on the alinity m sars-cov-2 assay. The customer reported that 9 samples in a row came out as positive on (B)(6) 2022. Each sample was then ran on another instrument and gave a negative result. The results were not reported outside of the laboratory. There was no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.